Event description:
It was reported that a flogard infusion pump had presented an air alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of service data did not reveal any issues related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functional testing was preformed, after repairs were performed for an unrelated condition. The reported condition of an air alarm was not confirmed. The cause could not be determined. If additional relevant information is received, a follow up report will be sent.